Event description:
It was reported that the user experienced hypoglycemia while using the ilet system with a dexcom cgm, with uncertainty about correct dexcom pairing followed by successful warm-up and initiation of readings; the user reported a low glucose event at 56 mg/dl, with prior meal announcements and admitted instances of not consuming the announced carbohydrates, which could explain the lows. Symptoms included crying and confusion consistent with hypoglycemia. Outcomes included low glucose requiring user self-management; no hospitalization or medical intervention was reported for this event. Troubleshooting and education were provided regarding cgm pairing verification, appropriate meal announcements, and the need to consume announced carbohydrates to avoid insulin-carbohydrate mismatch. Investigation included case review and user interview. Investigation of this case revealed no device malfunction reported, and the event was consistent with potential insulin stacking relative to unconsumed announced carbohydrates. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to insufficient evidence of device failure and possible user-related factors contributing to hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.